Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the act button was stuck, all the buttons were frozen. Customer's blood glucose was 360 mg/dl. All buttons were unresponsive. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No frozen screen noted. The insulin pump passed displacement test, rewind and basic occlusion test, occlusion test, excessive no delivery test and prime test; the insulin pump is functioning properly noted. The motor passed motor test and no motor error alarm. The insulin pump had received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked case at the reservoir tube window corner and missing the end cap sticker.